Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the endovascular treatment of a thoracic aortic dissection . It was reported during follow up CT scan, that an rtad had developed. The patient was asymptomatic. Intervention was performed 6 days later where an artificial blood vessel replacement was performed , without issue. Per the physician the cause of the rtad was due to the patient's anatomy. The patients¿ blood vessel was originally weak. No additional clinical sequelae were provided, and the patient is fine.